Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, the patient's pulse generator exhibited a loss of radio frequency telemetry. Different programmers were used in different rooms, but telemetry could not be established. The device was successfully interrogated via inductive telemetry and the check-up was concluded. The patient was stable.